Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that patients lead had high impedances and experienced ineffective therapy, patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
As reported the lead replacement was due to high impedance was confirmed. As received the model lead 3186 was incomplete, microscopic inspection observed all wires broken in the stim end segment, that would cause high impedance issue as reported.